Manufacturer narrative:
No samples or photos were not available for evaluation. As a result, bd was unable to verify the reported issue. The defective gloves are supplied outside of bd and this supplier was notified of the ongoing issues. According to the supplier, the root cause for this issue is 'poor rotation of the mold'. It is speculated that there may be a thin spot on the fingertips of the glove, and the end users have a hole after using the glove. The thin fingertips may be due to the poor rotation of the mold base during production resulting in uneven adhesion of the material and thin fingertips. The manufacturing will continue to check the rotation mechanism of the mold base every day, if any abnormality occurs, it will be immediately eliminated and replaced. The frequency of mold base lubrications has been adjusted from twice a week to three times a week since (B)(6) 2020 to ensure that the mold base rotates smoothly.

Event description:
It was reported that gloves have holes. Per attached complaint details: incident/non-conformance description (include photo of non-conformance if available): the customer reported the gloves inside has holes in them.

Manufacturer narrative:
Pr 2578901 initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that gloves have holes. Per attached complaint details: incident/non-conformance description (include photo of non-conformance if available): the customer reported the gloves inside has holes in them.